Event description:
It was reported that low pacing impedance and a high capture threshold was noted on a patient's right ventricular (rv) lead. The rv lead was successfully capped on (B)(6) 2025 and replaced. There were no patient consequences and was discharged post-procedure.